Event description:
Surgeon reported a complication due to cement leakage, resulting in connected disk space.

Manufacturer narrative:
No eval could be made, no conclusion could be drawn as no product was returned. Note: this report is being field as requested by the FDA per audit and warning letter.